Manufacturer narrative:
Serial numbers: (B)(4). Lot numbers: m021510, m022046, possible use errors: overfilling the cartridge or reusing the cartridge. The t:slim user guide states: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin."

Event description:
Quarterly summary report for alleged cartridge leaking: it was reported that the cartridge was leaking insulin or insulin was observed on or around the pump. Issue was resolved by loading a new cartridge or continuing to use the same cartridge. There was no adverse effect.